Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with mild calcification. The 3.5 mm xience xpedition stent was implanted in the proximal right coronary artery (rca). A 4.0 x 18 mm xience xpedition stent was then implanted just proximal to the previously deployed stent, and the 4.0 mm stent delivery system (sds) balloon was used for post-dilatation of both stents. The sds balloon was inflated to a maximum of 20 atmospheres. During post-dilatation, it appeared that the 3.5 mm stent fractured and a perforation occurred. The perforation was treated with a covered stent, and the procedure was completed with a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of perforation is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known adverse event of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.